Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump, resulting in the pump shutting down. There was no adverse impact to the customer¿s blood glucose level. Replacement pump was sent to customer to resolve the issue.